Event description:
PICC was placed successfully in 06 via right basilic vein. Pt discharged in 3/06. Pt re-admitted to hosp in 03 with complications unrelated to PICC. In 4/06, swelling was reported near PICC insertion site. PICC was removed due to suspected infection. It appeared middle of catheter had burst. Unk if pressure injector had been used at this facility or another. Hosp cut distal end at insertion. No associated pt complications reported.